Event description:
The patient presented to the hospital for a device change out due to no communication. Fluoroscopy of the lead showed the inner cables were outside the lead body. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the insulation anomaly was confirmed in the laboratory. Analysis of the lead found inside out insulation abrasions between 54.0cm and 56.5cm from the connector pin. The cables were exposed but the ptfe coating was not abraded.